Event description:
A customer reported that the t:slim x2 pump battery was not charging, and a power source alert was noted in the pump history as alert 07 when the issue began. There was no adverse impact to the customer's blood glucose level. The issue resolved after the customer changed the wall outlet being used, and the pump began charging again without requiring further assistance.